Event description:
There was a leak with a 20 gauge, "huber needle used to access a mediport for chemotherapy. Per protocol, the mediport was verified with good blood return and flushed well with normal saline. During the flush, fluid started leaking from top of huber needle".a second rn attempted to flush again to verify issue and the huber needle continued to leak. Rn was unable to detect any visible cracks. Huber needle removed and re-accessed mediport with new huber needle without problems or leaks. Proceeded with the treatment as scheduled without further problems. No harm to patient.======================manufacturer response for huber needle, miniloc. Safety winged infusion set without y-injection site (per site reporter).======================no response as of this report.